Manufacturer narrative:
Results of investigation: it was reported that a small piece has broken off the femoral head impactor tip (75023711). The part in question was received for investigation. It can be confirmed, that a small piece chipped off from the distal rim of the part. The part, which chipped off, was also returned for investigation. There was no further complaint reported for the batch in scope. The production documentation was reviewed, there was no deviation found the could explain the reported issue. Modular head (750023711), used in treatment, is designed to impact a ball head on the polarstem taper. It is therefore subjected to repeated impact forces. Additionally, repeated steam sterilization processes could contribute to an embrittlement. It is however unknown for how many cycles this instrument has been used. A functional test simulating 5 years of use was performed. The reported failure mode could however not be reproduced. The root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. Smith and nephew will continue to monitor this device for similar issues. The device will be discarded.

Event description:
It as reported that a small piece has broken off the femoral head impactor tip. No information about surgical delays, s+n backup devices or when this incident happened was initially provided.